Event description:
The customer reported that while the iabp was in use on a pt, the iabp stopped pumping and went into standby mode during treatment without an alarm. The iabp was in auto mode at the time of the event. There were not able to refill the balloon or continue to assist the pt. The iabp was rebooted, the pt was switched to another iabp, and therapy was continued. No pt injury was reported.

Manufacturer narrative:
As noted above, the iabp stopped pumping and went into standby mode. It was then rebooted and provided therapy. The pump was then switched out of precaution. Datascope was not able to reproduce the reported issue. The customer has been provided with software which is upgraded/more robust, as an accommodation. The issue has not recurred since the event date of (B)(6) 2012. Datascope will continue to monitor field data for any indication of a trend.